Event description:
Consumer called to inquire about location of control solution ranges. Customer stated he could not find them on the control solution bottle. Customer is not alleging product defect. Customer was advised that control ranges are printed on the test strip vial. The customer stated that his ears are ringing, he has a headache and is seeing spots in his eyes. Medical attention was not needed at the time of the call. Customer states that he only wanted to know what the ranges for the control solution test are and that manufacturer did not make it easy. The customer did not need any further assistance with the product. Control solution lot number was not provided. The customer then disconnected the call.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: ringing in ears, headache and seeing spots in eyes. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most underlying root cause: mlc-073: user not familiar with system IFU. Note: manufacturer unable to complete follow-up call to ensure that the customer's condition had improved - customer did not provide contact information.